Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported of a power system error from the insulin pump. The customer's blood glucose reading was unknown. The mother stated that they received multiple power system errors from yesterday at 8pm. The mother verified that the alarm occurred every 4 hours. The mother stated that they had to simulate the rewind sequence after every alarm. The customer was advised of the meaning of the alarm. The customer was advised to remove the battery from the pump. The customer stated that the red light blinked as needed. The customer was advised to wait until the led stops blinking and then insert a new aa alkaline battery. The customer was advised to call back if the alarm appears again.